Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when administering a patients' influenza vaccine, the vaccine itself started coming out the plastic piece of the syringe and not through the needle and dispensed into patients' arm as normal. Employee verified needle was appropriately tightened to syringe when attaching to the vaccine. When looking at the needle, the hole itself appeared smaller than other needles in the same box. There was patient involvement and no patient injury/adverse event reported.